Manufacturer narrative:
Company rep evaluated the unit and could not duplicate the problem. As a preventative measure, the cables were readjusted.

Event description:
Customer reported the dpm central station shut down, which may have affected telemetry monitoring. No pt injury was reported.